Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct (B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with an unspecified band aid brand kizu power pad. Consumer alleges that she got a reddish rash while using the device. Consumer sought medical attention from her dermatologist and medicine was prescribed. The consumer is still experiencing a red skin rash and pain.